Event description:
It was reported that a pump turned off during an infusion of normal saline (programmed infusion rate and vtbi unk) while transferring a pt from a CT machine to a hospital bed. The customer stated that the pump was operating on a standard battery, and a lot of static electricity was visible during the transfer. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation and repair. The engineering evaluation found the device to be functioning per required specifications. The device was able to power up using original battery and power cord. The device passed operating current, battery charge and alarm testing. Per spectrum pm procedure, the battery life test was performed with the device meeting specification. The device also passed upstream occlusion testing, downstream occlusion testing, and air detection testing, per the spectrum pm procedure. The device passed flow rate testing using original battery and power cord. No saved calibration information was lost. The device was tested for current leakage and none was detected. The device will be returned to the customer.